Event description:
It was reported that patient presented remotely via merlin.net, the pacemaker (pm) exhibited far-r over sensing resulted in inappropriate mode switch. The pm will continue to be monitored. No patient condition was reported.